Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported two 2 instances of pain. The patient already tried decreasing stimulation per hcp (healthcare provider) direction. Patient had pain right after implant. This pain went away (B)(6), but then while patient was sitting on the couch she leaned forward quickly, felt something rip/pull, then the pain came back. This pain was only when sitting not while standing/walking. Patient reports that decreasing stimulation addressed the pain but was not giving her the same therapy effect as the higher setting. Patient started at 3.4, decreased to 3.2 and resolved pain, then increased on her own to 3.3 volts. The stimulation issue reported was related to positional movement. During call the patient increased to 3.4 volts again. Symptoms reported was pain located in the buttock area. This was consider a sudden change in therapy/symptoms. Event date: pain 1 started on (B)(6) 2016 and pain 2 started on (B)(6) 2016. Patient initially had some problems connecting pp (patient program) to ins (stimulator) but was able to connect twice during the call, possible user error, pp functioning as designed. Additional information received from the patient reports a loss or change of therapy. The patient was not happy with therapeutic effect. During trial she had a big improvement but since having the permanent implant it has not been as effective. The patient states during the fi rst week after implant she was sore so it was hard to tell. The therapy was off. Turned therapy on. The patient didn't realize that therapy was turned off. It was unclear how long therapy has been turned off for. Event date: (B)(6) 2016. The patient reports during today's call that she was no longer experiencing pain.

Event description:
Additional information received from the patient reported experiencing a loss or change of therapy. The patient stated their therapy worked at first but since implant, their symptoms had come back gradually. They indicated they were feeling stimulation and had an appointment with the manufacturer representative on (B)(6) 2016. The patient had never changed the program number so they were walked through changing it from program 1 to program 2.

Event description:
Additional information was received from a patient. It was reported the patient had not notified their healthcare provider (hcp) of the pain after implant, rip/pulling sensation and positional pain, as they had only seen them for a follow up visit (date unknown). The circumstances that led to the symptoms was the patient had suddenly reached for something on the coffee table. No steps were taken to resolve the symptoms, however the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.